Manufacturer narrative:
(B)(4). The device was requested but was not available. The lot number was not available, therefore, a batch review will not be performed. A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell. Gts explained the alarm and reviewed proper procedures with the home patient (hp). Gts assisted the hp to end therapy by cycling power. Product surveillance (ps) spoke with the hp, who said she resumed therapy successfully. The hp did not notify her nurse, and ps recommended contacting the nurse whenever air is detected in the setup. The patient was involved but there was no serious injury or medical intervention reported.